Event description:
It was reported during implant procedure that the atrial lead helix did not screw and unscrew properly. The left ventricular lead was pierced by the guidewire. The leads were not used. There were no patient consequences.

Manufacturer narrative:
The reported event of the lead insulation was ¿perforated by the guidewire¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination did not find damage to the insulation that was caused by guidewire perforation. Visual and x-ray examination of the lead found the bunched up/damaged inner coil consistent with procedural damage. Ptfe coating of the guidewire was noted in the same region. The s-curve hump height was measured within the product specification.